Event description:
It was reported that the handpiece would not work. Handpiece broken inside connector of disposal. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.